Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual examination showed that the iol was cut in half with viscoelastic residue and fibers on it. The condition of the returned lens was consistent with one that has been explanted. No haptic defects were observed. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the patient was complaining of poor visual acuity and significant glare. Further, the patient is not happy and the doctor may explant the lens. The intraocular lens (iol) was implanted in the left eye (os). The lens was explanted on (B)(6) 2014. The doctor noticed "hard exudates near the macula" with the lens being centered slightly 1/2mm temporally. There is minor fibrosis where the haptics meet the capsule, with wrinkling of the posterior capsular bag. No pco (post capsular opacification) noted, and the macula is thicker os (left) opposed to od (right) eye. Patient was seen by a retinal specialist and the conclusion was that vitreous in association with the multifocal lens was inducing symptoms of glare, and this is more common with multifocal lenses rather than monofocal iols. Doctor wants to find out if there is something else causing the issue of glare and leave explant as a last option. It was noted that the patient could not be refracted better than 20/40 in the left optic, and the iol was slightly centered temporally. Patient had the iol implanted in his left optic on ((B)(6) 2013) with his best corrected between 20/30 and 20/40 and was stated to have been 20/60 on the last exam (date of exam was not provided). Right optic was noted to be aphakic with the left optic pseudoaphakic. There was mild dryness noted as well, however, the doctor did not think the dryness was significant to attribute to the symptoms of excessive glare. It was reported that the patient was seen by a retinal specialist on two separate occasions, each resulting in a diagnosis of vitreal reaction with a multifocal lens resulting in enhanced symptoms of glare. Exam of the macula on ((B)(6) 2013) indicated a central subfield thickness of 279um, cube volume 11.1mm cubed, and an average cube thickness of 311um indicating maculopathy, but no cystoid macular edema. Mild fibrosis is present at the area where the haptics meet the capsular bag.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer under a non-complaint returned goods authorization and subsequently destroyed. Conclusion code: therefore, conclusion code is no longer relevant. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). A review of the manufacturing records was performed. Process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer claim was generated. The haze inspection performed to the acrylic buttons (sub assembly) showed all result were within an acceptable haze level. No deviation was report. In manufacturing, lenses are measured for iol diopter power and contrast. At the final inspection process, the lenses are 100% inspected at 10x microscope magnification. The operators perform a measurement inspection and disposition according to specification for visual inspection of acrylic intraocular lenses. Any defects on the lenses that do not meet the criteria specifications are rejected. A review of the raw material/manufacturing procedures in change control system was done and did not show any change in manufacturing method, inspections or specifications that could be related to the complaint. No additional investigation requests have been received for this production order (p/o). Based on the non-statistical trend review for the complaint type reported, no adverse trend was observed. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.